Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had 2 infusion sets that she had a problem with and the order has not yet arrived. Customer only has a few sets left. Customer was explained that she was attempting to fill the reservoir but was unable to properly push or pull on the plunger rod. Customer attempted to remove the reservoir from the blue transfer guard but was still unable to push or pull the plunger after reinsertion. Customer was advised that the reservoirs will be replaced. Customer's blood glucose was up to 400 mg/dl. Customer did a complete set change and bolused using the pump to treat the blood glucose. The reservoir had not changed and was almost like it was stuck of occluded. Customer declined to troubleshoot for the high blood glucose as she feels it was a set issue since changing out the reservoir and set resolved the problem.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.